Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 9mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon ruptured at nominal pressure. It was replaced with a new balloon catheter (8mm). The procedure was completed without any issues. There was no reported injury to the patient. This was an evt case. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts.

Event description:
As reported, the 9mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon ruptured at nominal pressure. It was replaced with a new balloon catheter (8mm). The procedure was completed without any issues. There was no reported injury to the patient. This was an evt case. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
As reported, the 9mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon ruptured at nominal pressure. It was replaced with a new balloon catheter (8mm). The procedure was completed without any issues. There was no reported injury to the patient. This was an evt case. Information was requested; however, the information was not obtained after multiple attempts. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82290581 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿balloon burst at/below rbp¿" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.